Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin, dried blood/body fluid was noted in the neck region and a cut was noted through the lead insulation 20.5 centimeters (cm) from the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis concluded that the cut in the insulation was consistent with induced damage during the explant procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the hospital with complaint of palpitations 4 days post rv lead implant. The device and lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. The physician elected to program the device aair and the patient was released from the hospital. Subsequently, the patient again presented to the hospital 3 days later with complaint of palpitations. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the patient was admitted to the hospital and an invasive procedure was performed 2 days later. When the pocket was opened and the suture sleeve was released, the rv lead fell out of place without the use of a stylet or significant manipulation. The device and lead were explanted and replaced. No additional adverse patient effects were reported.